Event description:
The customer reported that the insulin pump alarmed in the early hours to let her know that she needs to bolus and her glucose level was 240mg/dl. The caller attempted to move off the 25 units, but it did not move and still gave him 25 units of insulin. The next morning the customer experienced low blood glucose and the paramedics were called. The customer stated that his wife found him after he had a sandwich and juice. The customer was convulsing on the floor and then woke up. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. The caller stated that she does not know how 24.0 units of insulin were delivered. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.